Event description:
According to the reporter, during the laparoscopic sleeve gastrostomy procedure, the jaws locked on tissue and there was an issue unloading the device. The device was locked down on tissue after completing the fire but would not retract. Manual retraction tool would not work to bring back the blade but was able to unarticulated the reload, it was cut out with another idrive system and amt trs loads. The case was completed after multiple attempts to retract the ibeam, a new idrive system was opened and fired along patient side of specimen to remove the reload off patient and then more firings took place to cut stuck reload off the specimen so it could all be removed from the port site. The procedure extended for more than 30 minutes and there was tissue loss. The devices are expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.